Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recently exhibited high out-of-range (oor) shocking impedances of greater than 125 ohms. This lead had previously gave several inappropriate shocks due to noise and a portion of it was abandoned. As a result of the impedances being out of range, the patient's rv lead has been turned off. There was no surgical intervention done, and none planned for now. To date, no adverse patient effects have been reported.